Event description:
It was reported that bristles fell off the femoral canal brush while in use. No adverse consequences were reported and the procedure was completed as planned.

Manufacturer narrative:
The device has not been returned to the manufacturer for investigation. When the device is returned, a follow up report will be filed.